Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not working properly. When engaged, the jaws of the hemopro would not cut. When examined it was noted that the plastic piece of one of the jaws was not there. No components of the harvesting device were noted in the tunnel. Defective device was removed from surgical field and new hemopro was used to complete the procedure. Very minimal procedural delay was needed to trouble shoot cause and open a new device. There was no harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/07/2023. An investigation was conducted on 03/08/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Charred material was also observed between the jaws. A microscopic inspection was conducted. The clear silicone insulation of the cold jaw was observed to be entirely peeled off. The peeled insulation was not returned. The insulation of the hot jaw was observed to be intact with no visual defects. The heater wire was observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. An activation and transection capability test was performed over (04) repetitions using "max life test method stm2048073. The device activated and transected tissue (04) times with no cautery failure observed and with no excessive smoke observed. No final testing was conducted due to the condition of the cold jaw insulation. Based on the returned condition of the device, the reported failure "electrical problem" was not confirmed, however the reported failure "peeled; jaw" was confirmed. The lot # 3000285719 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Torque value for the in-process specification on the collar pull strength is currently under review and included products in this ncmr are impacted.. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not working properly. When engaged, the jaws of the hemopro would not cut. When examined it was noted that the plastic piece of one of the jaws was not there. Defective device was removed from surgical field and new hemopro was used to complete the procedure. Very minimal procedural delay was needed to trouble shoot cause and open a new device. There was no harm to the patient.